Manufacturer narrative:
The pipeline flex will not be returned as it remains implanted in the patient. The event could not be confirmed; the cause of the event could not be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report of patient symptoms after pipeline flex implantation. The patient underwent pipeline flex implantation in the treatment of an unruptured, saccular aneurysm in the right, cavernous internal carotid artery (ica). There were no reports of technical issues during placement of the device. It was reported that one day post-procedure, the patient experienced distal embolization. The event was described as non-serious and ongoing.